Event description:
Failure to alarm: no canister full alarm and due to this there was a low suction and overflow of canister.

Manufacturer narrative:
(B)(4). A malfunction of the pump could not be confirmed as the device was not received for evaluation. The root cause of the reported issue could be determined. A possible cause for this issue may be due to a leak in the filter of the canisters, which has been a recent occurrence in certain lots of the 800cc canister, resulting in suppression of the blockage full alarm as the canister does not appear full to the device. It is unknown if an affected lot was used with this device. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.